Manufacturer narrative:
On 05 nov 2015 it was prepared a final report with the information already submitted in the initial report. On 10 nov 2015 it was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on 15 september 2015: lot 1211450b: 2 items manufactured and released on 18 february 2015. No anomalies found related to the problem. On 29 august 2015 we received details about codes and lots: posterior broach handle (B)(4); lot 105819 (in use when the femur fracture took place) 30° offset broach rechts (B)(4); lot 1211450b (initially used by surgeon).

Event description:
The offset 30° roach handle disassembled and fell down during surgery: the surgeon had to use a straight posterior broach handle ((B)(4)) and while using it, a femur bone fracture occurred. They have fixed it with cerclage.